Manufacturer narrative:
Corrected data. B5- describe event or problem.

Event description:
Additional information received identified that there were no known allegations of deficiency against the leads.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-47661. Related manufacturer reference number: 1627487-2020-47663. Related manufacturer reference number: 1627487-2020-47664. Related manufacturer reference number: 1627487-2020-47665. Related manufacturer reference number: 1627487-2020-47666. It was reported that patient may undergo surgical intervention. No additional information was provided.